Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. All codes apply to product ID: neu_unknown_lead only if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for bladder. It was reported that the patient got the trial yesterday morning and she got no relief. The patient stated that she was sitting on the bed at the hospital yesterday before she left and wet. The patient also noted that at the hospital before she left, when she went to stand up, she wet down her leg. The patient mentioned that she hasn't seen no changes since she got home. The patient reported that she called her manufacturing representative that was at the trial yesterday saying that she had questions and to call her but the patient hasn't heard from her. It was not specified that it wasn't working. Troubleshooting attempts were made and stimulation was on program 3 at 0.9 volts. The patient stated that she only felt the stimulation in the hip where the device was implanted. The patient switched to program 1 at 1.1 volts and she noted that she didn't feel it was in the right area. The patient switched to program 2 at 1.1 volts and left it there. The patient confirmed that she felt it more in the correct area. It was also mentioned that the patient was going to give it at least 24 hours and see if the new setting helped. Additional information was received. It was reported that the patient took out the trial and got implanted with a permanent implant yesterday. The patient confirmed that everything was going on well and she did not know the cause of the stimulation issue. There were no further symptoms or complications reported or anticipated.